Manufacturer narrative:
The device in question was returned and evaluated. Service confirmed the handpiece is no longer functional. The hand piece failed the continuity and wave form tests. It is unknown what caused the failure of handpiece. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. Complaint type identified within risk analysis and performing within anticipated rate. Based on the available information, no causal factors can be determined and no conclusions can be found. No corrective action is required.

Event description:
A user facility reported that the vaser handpiece stopped working during a body contouring procedure. The patient was under anesthesia and the surgery was aborted.